Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the stapler was blocked and unable to fire. The surgeon was unable to squeeze the handle. Changed the stapler to complete the procedure. There was no patient injury.